Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test due to motor encoder signal out of phase. Displacement test was not performed due to motor error alarm. The device had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that she was having issues with her insulin pump as she was about to have magnetic resonance imaging performed, but it had not begun. The customer stated, she was on the table with the insulin pump and the machine had not started when she received an error message and it asked her to rewind the insulin pump. The customer stated, she tried to rewind and prime the insulin pump but it was gong too far. The customer was still in the prime menu. Upon advice to prime the insulin pump to access the main menu, the customer received a motor error. The customer stated, she received a code on the insulin pump after she left the room with the magnetic resonance imaging machine, but she could not recall what the code was. The customer stated, she was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Her blood glucose was 125 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).